Manufacturer narrative:
A.4 is unknown. The impella device has not yet been received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that they encountered positioning issues. The impella in aorta" alarm occurred in the morning and there were no preceding events to the alarm. The patient was laying still in bed and the transthoracic echocardiogram showed the impella completely in the aorta. Previous measurement was 4.99 centimeters in the left ventricle. The patient was taken back to operating room where the device was removed and a new device was inserted. No patient harm was reported due to the issue.

Manufacturer narrative:
Impella 5.5 sn (B)(6) returned for investigation. Positioning issue: data review: data logs confirmed pump was in aortic area (about 12.25 hours into the case). Pump then was stopped manually & disconnected from the console. Pump was returned for analysis. Visual inspection found no issues on the pump. The cause of positioning issue was unable to be determined as limited clinical details were provided and no problem was found on the pump. Pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.